Event description:
Reporter indicated that vns pt experienced a strong stimulation while working near a laser that suddenly caused shortness of breath, coughing and pain in left shoulder and arm. The strong stimulation reportedly lasted for about one minute. The pt reportedly works as a service technician with electronic equipment such as computers, robots and laser equipment. When the pt arrived at the hospital an hour later, they were reportedly in shock as well as tired and worried. The pt was so tired that they could not walk from the emergency room to the department of neurology. After arriving in the neurology department, the pt swiped their device with the magnet resulting in 30 seconds of stimulation with severe coughing. The magnet was then placed over the device and stimulation reportedly stopped, as expected. Upon removing the magnet, normal mode stimulation cycles resumed and the pt reported that they could not feel the stimulation. The pt indicated that they do not normally feel normal mode stimulation. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Treating physician believes that the magnetic field surrounding the laser equipment caused an activation of the stimulator.